Event description:
It was reported to manufacturer that the vns pt's generator was going to be explanted due to extrusion of the generator through the skin. According to the surgeon, the pt had picked at the chest incision until the generator was visible. During surgery, the generator was explanted and the lead was left implanted. The surgeon plans to replace the generator after the pt has been on antibiotics. Further follow up with the surgeons office revealed that the pt is autistic and the belief is that this pre-existing condition contributed to the pt picking at the chest incision site, thus causing the generator to extrude. The surgeon also indicated that the device diagnostics were reported to be within normal limits. The explanted generator has been returned to manufacturer where analysis is underway.